Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a balloon rupture occurred during inflation of the delivery system while deploying a 26 mm edwards sapien 3 ultra resilia (s3ur) valve in the native tri-leaflet aortic position. The patient is a 75-year-old male. The valve was successfully implanted in the intended position. During inflation, the delivery balloon ruptured. Blood was observed in the syringe, and difficulty was encountered when withdrawing the delivery system through the esheath. As the physician attempted removal under fluoroscopy, resistance was noted when the balloon tip met the esheath. The delivery system and sheath were removed as a unit; however, the balloon tip separated from the shaft during extraction. A femoral cutdown was performed to retrieve the disconnected balloon tip. The patient received blood products during the intervention. The patient was reported to be in stable condition following the procedure. Damage was noted to the edwards esheath, which was split at the distal end. The balloon shaft was disconnected from the balloon tip. No other edwards devices were reported damaged. The delivery system and esheath are available for return. A biokit was sent. The perceived root cause of the event was a smaller caliber sinotubular junction (stj) combined with the presence of calcium, which may have contributed to balloon rupture and withdrawal difficulties. No additional procedural complications were reported. A 3mensio report and images/videos are available for review.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on provided imagery and returned device evaluation. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification in patient landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through vasculature was confirmed based on returned device evaluation, as sheath liner delamination was identified starting from distal tip, suggesting a high withdrawal force may have occurred. Available information suggests procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip which would have then led to the experienced retrieval difficulty. The complaints for system components separate during use distal tip and balloon were confirmed based on returned device evaluation. Available information suggests procedural factors (device manipulation) may have contributed to the complaint event. Additional pull force/ device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.